Event description:
It was reported that while using 120 bd bbl¿ columbia agar with 5% sheep blood contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "we have 3 boxes of 120 plates col-s with 5%sb (ref: (B)(4), all same lot no. 1173789, exp 27/09/2021) just opened and several agars in each box show growth of bacteria."

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on the recent complaint against columbia agar with 5% sheep blood, catalog number 254071, lot number 1173789. It was reported that some plates in 3 boxes would be contaminated. The complaint trends were reviewed. There were no similar confirmed complaints reported during that period on this lot number. Therefore, a trend could not be identified. The batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Picture sample was provided showing contaminated plates. A visual inspection was performed on the retention sample and one stack of plates were incubated. As a result of this analysis no contamination was observed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 120 bd bbl¿ columbia agar with 5% sheep blood contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "we have 3 boxes of 120 plates col-s with 5%sb (ref: (B)(4), all same lot no. 1173789, exp 27/09/2021) just opened and several agars in each box show growth of bacteria. "